Event description:
CPAP machine would not work when plugged in outlet. CPAP machine would only light up in panel remaster plus domestic model no. 1005960, type bf class 11 1 pxo, resulting with family members and the patient returning to the place of business for repair, and no results in fixing machine or a replacement -spare one- until machine was sent off and fixed. This resulted in patient's death in 2006, due to not having a spare replacement or a repaired CPAP machine to use at time of death, in which may had prevented his death. Dates of use: 2004 -- 2006. Diagnosis or reason for use: sleep apnea.